Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose in the high 200 mg/dl range while using the infusion sets. Her normal blood glucose level is 150 mg/dl. She bolused to lower her blood glucose. She stated that when the headset was removed, it "did not look right." She stated it was bent over on her skin. The pt was unable to describe the issue in further detail. She noticed some bleeding at the infusion site. She used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.